Event description:
Additional information received reported that the patient did not have concerns with the device or therapy. The patient still had concerns regarding the device or therapy, but was working with the physician or manufacturing representative. The patient still had concerns with the device or therapy, but had not sought further help. The patient did not have an appointment scheduled.

Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. Product ID 39565-65, serial# (B)(4), implanted: 2014-(B)(6) product type lead. Product ID 97754, serial# (B)(4), product type recharger. Product ID 37791, product type recharger.

Event description:
It was reported that the stimulation suddenly stopped working and, as a result, the patient was in pain. This reportedly occurred fifteen minutes prior to the initial report. The patient placed the antenna over the implant, pressed the "start charge" button, and reported seeing the implantable neurostimulator (ins) charging status screen and 6 coupling boxes were obtained. It was further noted that the patient saw the "stimulation off" icon, and the first quarter of the battery flashing. It was indicated that the patient's stimulation likely stopped because the ins died, and it was recommended that the patient charge the ins to at least 1/4 before turning the stimulation on and that the patient charge as long as possible. Additional information received the next day reported that the ins went off again. It was reported the next day that the patient was in a lot of pain and needed to charge it. The patient did not feel any stimulation. It was noted that the patient charged for 1-1.5 hours the previous day, and the patient had 6 coupling bars, then 4 bars, and then had no coupling bars. The ins reportedly came back on. However, it reportedly went "back out" again. The patient stated she did not understand very well how to recharge. It was later reported that the patient charged about a week after the initial report. Then, about two weeks after the initial report, the patient was not sure if something was wrong with the charger or what. It was indicated that the patient sat down at 3:20am and tried to charge the unit. It was indicated that no boxes were dark and that the charger was all the way down. The patient waited 2 hours and then 2 boxes came on, 3 boxes came on 1 hour later, and 4 boxes came on another hour later. Then, all boxes went off and were not dark. The patient reportedly waited a half hour and 4 boxes came on. It was indicated that the patient took pain pills, and slept with the stimulation on all night (which was noted as not normal for the patient). The patient reportedly felt stimulation before going to bed. It was further indicated that there were no falls or traumas, and that the patient had difficulty charging and had poor coupling bars since implant. The patient reportedly never had all 8 coupling bars on the screen. It was indicated the patient was confusing the coupling bars with the ins charge level, and that the patient seemed to have a better understanding of the icons on the implantable neurostimulator recharger (insr). It was indicated that the ins was 1/4 charge according to ins icon on the insr screen. An insr antenna was sent to the patient in regard to the report of poor coupling bars. Any additional interventions and the patient outcome regarding the issue remains unknown. However, follow-up was conducted to obtain the information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the first time the patient went back to her follow up visit, the manufacturing representative was there and she did the reprogramming. The manufacturing representative set up the adaptive stimulation for sitting, laying, walking, laying on the right side and laying on the left side. All of the patient¿s settings were working great. When the patient was laying back on a pillow, it felt like the stimulation turned off. The patient could still feel the vibration in her legs and when she sat up straight, the stimulation turned back on. When the patient was in the sitting position, the stimulation switched to that program. When the patient was laying down, the stimulation switched to that program.